Event description:
During follow-up, automatic mode switch (ams) due to noise on the atrial lead was noted. Lead noise was not reproducible during provocative testing. The device was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switch (ams) due to noise on the atrial lead was noted. Lead noise was not reproducible during provocative testing. A lead revision is anticipated. The patient was in stable condition.